Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a cartridge change was performed with tandem technical support to try and address the issue but the issue persisted. Customer's blood glucose was 232 mg/dl. The customer reverted to an alternate method in insulin therapy.